Manufacturer narrative:
This report is submitted on june 29, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode at the "tympanae posteroinferior level" on (B)(6) 2008. The patient underwent surgery on (B)(6) 2009, in order to separate the electrode lead from the tympanic membrane, and protect and isolate the implant.